Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 252 (mg/dl). A correction bolus was delivered to address bg levels. The customer changed their infusion set; however, the occlusion alarms recurred. The customer then changed their cartridge and the issue resolved. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. Replacement cartridges were sent to the customer.